Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported of a history anomaly from the insulin pump. The customer's mother stated that her daughter's pump does not show the history while bolus.

Manufacturer narrative:
The insulin pump passed self test, displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. All bolus showed in chronological order in the bolus history, no history anomaly were noted. The insulin pump powered up properly. All operating currents are within specifications. However, the insulin pump was received with minor scratched lcd window.